Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/08/2020. One open sample was received for analysis. During the visual inspection of unused opened sample, the swage and attachment area were not observed as expected; since the hit of the stake was not present at the swage area of needle; causing that suture was detached from the needle. In addition, the suture was examined, and the insertion end could not be observed. The manufacturing records could not be reviewed as the batch number is unknown. Per the sample condition the assignable cause is an incorrect swage defect.

Manufacturer narrative:
(B)(4). Date sent to the FDA. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2020 and a barbed suture was used. During the procedure, the suture was detached from the needle during continuous suturing on the fascia. There were no adverse consequences to the patient. No additional information was provided.